Manufacturer narrative:
A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted received via medwatch report number (B)(4).

Event description:
It was reported that a spectrum pump alarmed false upstream occlusion several times, during an infusion of milrinone. The event happened during medication treatment. There was no report of patient injury or medical intervention associated with this event. No additional information is available.